Manufacturer narrative:
The returned defibrillator was tested and verified to operate properly for patient treatment. This testing verified the unit's ability to properly recognize treatable and non-treatable rhythms. The incident reports printed from the returned mcm and the unit's internal memory are incidental and both document that the defibrillator analyzed the patient's rhythm as "no shock indicated" 4 times before the unit was turned off. The presenting rhythm was flat line (asystole) all the way through both reports. This defibrillator will not shock asystole as per the hs911 directions for use, this device recognizes ventricular fibrillation and rapid ventricular tachcardia as shockable arrhythmia. The incident reports are dated 00 indicating the unit's clock was set incorrectly because the date the customer called was a month earlier and the date of this investigation was days later. The date and time are reset as part of this unit's final test procedure. The customer was sent a letter explaining our evaluation.

Event description:
During an incident on an unk date involving a male patient who was unresponsive with no vital signs when the police arrived, this defibrillator would not prompt after the analyze mode. Ems were on the scene immediately and took over the patient care which was not compromised. The patient was transported to a hospital and was pronounced.